Event description:
It was reported that the patient presented via a remoted transmission showing non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. Programming changes were made on 28 jun 2024. The patient was asymptomatic.